Event description:
It was reported that there were coupling problems. It was noted that the implantable neurostimulator (ins) was tilted in the pocket. It was further reported that the patient's ins was revised on (B)(6) 2013. It was noted that the patient was doing well and was able to get eight coupling bars.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).